Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported guidewire insertion difficulties and subsequent additional puncture remain unknown.

Event description:
It was reported that the guidewire included in the package was too hard and stiff to straighten the j end of the guidewire resulting in the guidewire being difficult to insert into the cephalic vein. An additional puncture site in the subclavian vein was done as a way of access with the same sheath and guidewire with no adverse patient consequences.